Event description:
It was reported that the target lesion was located in the distal circumflex with mild tortuosity, mild calcification and 100% stenosis. Pre-dilatation was performed with a 1.5 x 10 mm non-abbott balloon catheter and a 2.0 x 15 mm non-abbott balloon catheters and an intra-vascular ultra sound (ivus) was performed. A 2.25 x 15 mm xience prime stent was implanted in the distal part of the lesion and a 3.0 x 18 mm xience xpedition stent was implanted in the proximal part of the lesion, overlapping the first stent. After the third inflation of the stent delivery system (sds) of the xience xpedition stent (each inflation was performed at 10 atmospheres), the sds was removed from the anatomy and a rupture was confirmed in the balloon proximal to the distal marker. Intra-vascular ultra sound (ivus) was performed and confirmed that the xience xpedition stent was well expanded. The procedure was completed. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw elite ii; guide catheter: heartrail bl 3.0; stent: xience prime 2.25 x 15 mm. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for ruptures from this lot. Based on the reviewed information, no product deficiency was identified.